Event description:
Covidien rec'd info of ventilator alarming during patient use. Info regarding patient remedial action and outcome has not been provided by the customer.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and did not duplicate the customer reported malfunction. The ventilator passed electrical safety, calibrations, and performance verification.